Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Incident description: "the tip broke off. " additional information was received via email from rn, (B)(6) on friday (B)(6) 2017 at 6:21 am: "thrombectomy catheter inserted through merit 8f sheath (pss-8f-4mt) into the brachial artery. Inflated and pulled back to tip of sheath, deflated and removed. This was down successfully twice. On the third time, the tip of the catheter came off inside the patient's graft. New catheter (a4f04) was used to try to retrieve the tip, but was unsuccessful. At this time, there is no ill effect to the patient. The faulty product was not saved to be returned. Type of intervention: none. Patient status: "there is no ill effect to the patient."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.